Event description:
It was reported that this patient with a boston scientific implantable pacemaker recently exhibited high, out-of-range pacing impedance and increased capture threshold measurements from the right ventricular (rv) lead. It is unknown whether the rv lead is a boston scientific product. Boston scientific technical services was contacted and provided thorough recommendations for assessing the rv lead integrity via provocative maneuvers, isometrics, and diagnostic imaging. The physician suspected a potential rv lead conductor fracture. The specific lead and device details were unfortunately unable to be provided. However, it was noted that diagnostic imaging was performed, and the presence of a lead fracture was unable to be confirmed. As the patient is not dependent, the physician elected to continue with six-month follow-up appointments. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a boston scientific implantable pacemaker recently exhibited high, out-of-range pacing impedance and increased capture threshold measurements from the right ventricular (rv) lead. It is currently unknown whether the rv lead is a boston scientific product. Boston scientific technical services was contacted and provided thorough recommendations for assessing the rv lead integrity via provocative maneuvers, isometrics, and diagnostic imaging. The physician suspected a potential rv lead conductor fracture. At this time, the system remains implanted and in-service. No adverse patient effects were reported.